Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Home health nurse reports that pt's curlin pump (serial: (B)(6) expiration date: not provided) gave error message of "system time out" which indicates lithium battery needs to be replaced. She was able complete infusion for the medication because she carries around a back up curlin pump. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Unknown if pump associated with event is being returned. No further details were provided. Reported to (B)(6) by health professional.